Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had hard time regulating their blood glucose, but the last a1c was pretty good. The caller stated that the customer was hospitalized on (B)(6) 2014 (non-diabetes related) because they fell. Then, the customer was having liver and respiratory issues. The caller stated that the customer passed away on (B)(6) 2014. The cause of death was respiratory failure due to pneumonia and igg deficiency. The customer had urinary tract infection, had a stent put in several years prior to passing. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the device had been disconnected. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.